Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As received, the monitor was resetting. Upon evaluation, the u500 processor was defective. The cause of the code 107 is the defective processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 107 - multiple abnormal shutdowns.